Manufacturer narrative:
Results: visual inspection of the returned product found a portion of the lens optic torn and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon inserted a three piece silicone lens model number aq2010v and the trailing haptic tore. The lens was removed with no patient injury and without enlarging the incision. Sutures were not required to close the incision. The cartridge used has not been approved with this lens.